Event description:
During a wisdom tooth removal, the bur guard heated up. The doctor felt the heat, and at the same time noticed a superficial thermal burn to the lateral portion of the pt's tongue. This was a self-limiting 1st degree burn that sloughed off and resolved on its own within two weeks.